Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿the patient is to be made aware in advance of surgery and warned of general surgical risks.¿ discarded.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due to defusion of adhesions and removal of scar tissue. During the procedure, the humeral head was removed and replaced.